Event description:
It was reported that the nurse connected the tubing to the pt. When the burette was applied, the nurse noticed that fluid started leaking from the connection between the tubing and the top of the burette. It appeared that the connection between the tubing and the top of the burette was snapped at the connection where the tubing goes into the burette. The nurse immediately stopped the procedure. A new package was opened. The replacement had no leakage issues.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.